Manufacturer narrative:
Event date was sometime in august or september 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿brown fleck¿ was observed in the tubing of an amia cassette. This was identified before use on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.